Manufacturer narrative:
The correct information has been provided with this report.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The customer's blood glucose was 152 mg/dl and the sensor glucose was 64 mg/dl at the time of the incident. Troubleshoot was performed. Insulin delivery was suspended due to sensor glucose values. Threshold low suspend limit in sensor settings is 70. Sensor will not be returning for analysis.